Event description:
It was reported that the insulin pump alarmed motor error during basal. Customer was able to complete the rewinds sequence. Customer's blood glucose reading at the time of the call was 25 mmol/l. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked belt clip slot, broken reservoir tube lip, minor scratches on the display window, cracked case at the display window corners and a scratched reservoir tube window.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.